Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2018, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced injury ("severe and permanent injuries"). The patient was treated with surgery (device removal). Essure was removed on (B)(6) 2018. At the time of the report, the injury outcome was unknown. The reporter considered injury and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 28-apr-2020: pfs device removal event and onset was added. No more than removal surgery performed and no ectopic pregnancy. Date of insertion and date of removal was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.